Event description:
The customer reported that their central nurse's station (cns) second display is black. Dual screen was enabled yet its not showing this way. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the second display on the central nurse's station (cns) was black. Dual display was enabled yet it was not showing both screens. No patient harm was reported. Investigation summary: the displays were connected to the cns via a keyboard, video, and mouse switch (kvm). The customer was in a hurry and needed to go. Troubleshooting steps were provided to the customer. The customer did not pursue further attempts to troubleshoot. The customer continued to use the device without further reported issues. There is insufficient information to determine the cause of the event. It is presumed that the problem was not with the cns device, but rather with the connection and/or kvm switch. There is no history of display issue for this serial number. There was no indication of cns device malfunction. There was no recurrence history for this device.

Event description:
The customer reported that the second display on the central nurse's station (cns) was black. Dual display was enabled yet it was not showing both screens. No harm or injury was reported.